Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the valve was explanted after an implant duration of approximately (B)(6). Through follow-up with the health-care provider, it was learned that the valve was removed due to stenosis. The surgeon also noted that this event was due to patient related growth and not a product malfunction. The explanted device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Additional manufacturer narrative: a copy of the discharge summary operative report was received on (B)(4) 2012. Based on the operative report, the conduit is in an unusual location and it extends from the right ventricle into the right thorax and is anastomosed to the pulmonary artery to the right side of the aorta. There was no difficulty with the repeat sternotomy because the conduit was off to the side. With cardiopulmonary bypass established the conduit was then fully dissected and was initially transected in the middle. The proximal and distal portion of the conduit were then carefully excised. The stent within the hood of the conduit was removed. This left an approximately 24 mm opening in the ventricle and a 20 mm opening in the main pulmonary artery. The 22 mm edwards porcine valve conduit had been previously pre-clotted. The conduit was then v=beveled appropriately proximally and sutured to the right ventricular outflow tract with running 4-0 prolene suture. Post operative tee showed good right and left ventricular function, wide open conduit with no pulmonary valve insufficiency. The patient tolerated the procedure well, was transported to the cardiac intensive care unit in stable condition. Unfortunately, the device was not returned to edwards, therefore, the device could not be evaluated for any deficiencies. No further actions are possible with the available information.

Manufacturer narrative:
(B)(4) = "growth". Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the exact nature of this event cannot be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Additional information regarding the event (e.g. Operative report, discharge summary) has been requested, but has not been provided at this time. No further actions are possible with the available information.